Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation, requiring a sooner than expected device replacement. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however a response was not received. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation, requiring a sooner than expected device replacement. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode upon interrogation, requiring a sooner than expected device replacement. At this time this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. This device has not been returned. Other than the surgical procedure, no additional adverse patient effects were reported.